Manufacturer narrative:
The customer¿s report of the device infusing faster than intended was not confirmed. Review of the pcu event log showed no entries for the reported event date of (B)(6) 2015. On (B)(6) 2015 at 7:17 pm, the pump module was programmed to infuse at a rate of 999ml/hr with a vtbi of 750ml. Additional vtbi was added several times and the infusion continued until the device was channeled off at 8:19 pm. The channel was then programmed to infuse at a rate of 20ml/hr with a vtbi of 50ml. At 8:32 pm, the device was channeled off. At 11:48 pm, the device was programmed to infuse at a rate of 1.8ml/hr with a vtbi of 40ml. The infusion was started at 11:56 pm after being paused and restarted. The device was paused and restarted twice more before being channeled off at 12:01 am on (B)(6) 2015. At 12:02 am, the previous programming was restored but the infusion was not started. At 12:04 am, the device was channeled off and removed. The volume recorded as being infused during this period was 970.426ml. Only the pcu and pump module event logs were received for investigation. The devices and the customer¿s dataset were not received. No details of the intended programming were provided. The root cause of the reported event was not identified. Devices not received, log review only.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device infused faster than it should have while infusing on a patient. They are requesting a log review to determine programming. The biomed states the devices have passed the required alaris system maintenance software and performance testing. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.